Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The following day they went to the emergency room and a remote monitor transmission was sent. It was found that the alert was caused by high impedance on the high voltage portion of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.